Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a keypad malfunction which was verified by the evaluator as some keys on the keypad not working. The cause was identified to be a keypad failure. The keypad was replaced to correct the condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump it was found that some keys on the keypad were not working. No additional information is available.